Manufacturer narrative:
User called for gas loss alarm. Erica verified that all connections were appropriate and secure and there was no evidence of blood or discoloration in the helium tubing. Upon calling, erica was reading the help screen out loud and performed an iab fill herself which resolved the alarm and resumed therapy. Esp team explained that she performed all of the appropriate troubleshooting steps and explained the nature of the alarm. Erica reported that the patient had just come up from a long procedure in the cath lab and was ventilated with a peep of 8 with a forceful cough. Esp team explained that the alarm was likely triggered due to a combination of temperature and a rise in intrathoracic pressure due to the high peep. I provided erica with my contact information should the alarm sound several times in a row so that we could troubleshoot together. She was appreciative of the support. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to for assistance with a leak in iab circuit alarm that occured during cardiosave intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.